Event description:
A pump activated an altitude alarm reported by a customer. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support advised cleaning the pump's speaker holes and removing the current cartridge; however, the issue was not resolved, and the customer was to follow up for further troubleshooting.